Event description:
The facility reported to customer service a pump with failure code 810:11. This failure code during patient use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 09 2007. Evaluation summary: the reported condition of a pump with failure code 810:11 was confirmed but could not be duplicated therefore no correction to the device was made. The pump was returned to the customer fully operational.